Event description:
Paramedics responded to a person, described as in cardiac arrest. The device was connected to the pt but, according to the rptr, the device displayed a dashed line and would not display the pt's electrocardiogram. The rptr stated that no alarms were heard. The rptr stated the device was reconfigured to "advisory" mode, the "analyze" button pressed and the device returned a "no shock advised" decision. The pt was transported to the hospital where a cardiac monitor displayed asystole and death was pronounced. The rptr indicated the reported malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the attending clinician's assessment of the pt's viability.